Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video distortion and failure of the charged couple device unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to video cable failure. In addition, the following reportable malfunctions were identified during the device evaluation: video noise; video distortion; failure of the charged coupled device unit. A root cause of the additional findings could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: video noise can be traced to video cable failure. Video distortion can be traced to failure of the charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image noise. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient harm.